Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. From the following information obtained from the investigation, olympus medical systems corp. (Omsc) could not determine whether the phenomenon that the front panel switches did not respond was caused by the malfunction of the device. In addition, from the following information, the front panel may have turned black due to a failure of the main board. The cause of the failure of the main board could not be identified. -during the evaluation of the device by olympus china sales & marketing (ocsm), the reported phenomenon that the front panel switches did not respond was not reproduced. -omsc reviewed the manufacturing history and confirmed that there were no manufacturing abnormalities or corrections. -ocsm determined that the front panel was turned black due to the failure of the main board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The event reported by the user was not reproduced. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus china reported that the switches on the control panel did not respond. The device was used in combination with the standard set. (B)(4) then checked the device and found that the front panel was not displayed and the screen went black due to a failure of the main board. This device is an olympus asset and there was no report of patient injury associated with the event.